Manufacturer narrative:
(B)(4). Investigation: one set of blood bags was returned for investigation. Blood aggregates were observed in the donation bag. Flow testing was performed on the one-way valve in the bypass line of the returned set. It was confirmed that the one-way valve was normal and there were no air leaks. The filter was tested for flow rate and air leaks. A slow flow rate of 15 ml/min was observed and it was confirmed that there were no air leaks. A dye rinse of the filter membranes was performed and it confirmed that the second filter membrane from the inflow side of the filter was almost entirely occluded. The manufacturing records, test records, and inspection records were reviewed for abnormalities and none were found. The records regarding the particulate removal rates of the filter membranes were reviewed. All membranes conformed to established specification. There have been no other similar reports against this production lot number. Root cause: no anomalies were noted in the manufacturing and testing records of the reported production number. The second filter membrane of the returned set was confirmed to be occluded. In addition, it is inferred that occlusion occurred in part of the third and subsequent filter membranes. Hence, blood may have been passed through the filter area which was smaller than usual and the flow rate per unit area increased and consequently leukocyte leakage occurred. The clogged components were inferred to be aggregated platelets. The platelets which were activated and aggregated, were trapped by the filter. As a result, such a clogged filter may have occurred and interrupted the blood flow. Agitation of the blood bag prior to filtration is recommended to evenly disperse the separated blood components.

Event description:
The customer reported elevated white blood cell (wbc) content in a whole blood unit. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(4). The disposable kit is not available for return because it was discarded by the customer.